Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with the pump. The customer stated that the pump was scratched and the belt clip broke. The customer stated that the pump would not rewind after the pump was dropped. The customer also mentioned a low reading of 33 mg/dl. The customer treated with food. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube however, the operating currents within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratches on the lcd window and broken belt clip slot.